Manufacturer narrative:
(B)(4): follow up emdr submission. A complaint sample or sample picture was not provided for evaluation. Consequently, the investigation could not evaluate nor confirm the reported failure mode. A review of applicable device history records could not be performed since a lot number was not reported in the incident report. The investigation was not able to identify a probable root cause for the reported failure mode since no complaint sample and no lot information was provided for review. Likewise, a review of the current manufacturing process did not identify any step that may have contributed to the report failure mode. No corrective actions are indicated since no probable root cause was identified. Likewise, this complaint will be tracked/trended as part of the complaint process.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up will be submitted upon completion of investigation.

Event description:
Medical specialties - broken customer provided basic information verbally then provided remaining information via email. Customer stated via email that the 15.5-french peritoneal pleurx catheter was placed into the pleural space. Patient has been being drained every 24-36 hours since then. The end of the catheter line coming out from her lung is supposed to have a metal piece that secures the white end cap on after completing a pleurx drain procedure. This piece broke off of the tubing. Currently they are cleaning the end with an alcohol swab and taping the white cap in place. It had fallen off twice. Drainage tube is also being clamped off with blue clamp to prevent air return into the tubing. She is not a surgical candidate to get the actual drain replaced. It was confirmed that there was patient involvement but there was no harm. Additional information received (B)(6) 2015: is the lot #/product code available? I will look. Does the valve have pleurx printed on it? Yes are you referring to the white plastic piece on the end of the catheter that has come off? Yes would you be able to provide a photo of the damaged catheter? I will try to. What was the original implant date to the patient? (B)(6)15. Is the patient currently receiving chemotherapy? No is the drainage being performed by a healthcare provider or a personal patient caregiver(unlicensed)? Unlicensed caregiver, sister in law. How frequently is the patient receiving drainage? Started as every 36 hrs, then every 24 hrs, now every 12 hrs. Is the patient undergoing radiation to the area where the catheter is placed? No. Do they notice anything different about the catheter tubing compared to what they've seen on other patients? No. Pt information: age, gender, diagnosis> (B)(6) female with right breast cancer.